Event description:
Additional information was received that the patient's seizures began to increase in (B)(6) 2017. When patient came in to the clinic, she reported a few seizures per week, (compared to 2 seizures during the previous week and 1 seizure per week in (B)(6)). No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement surgery due to battery depletion. The explanted generator has not been received to date.

Event description:
Clinic notes were received for patient's generator replacement for battery depletion. Per notes, the patient is having more seizures and that could be due to vns being out of battery. Per the company representative, the device is at ifi - yes and the battery has not entirely depleted. No known surgical intervention has occurred to date and no additional relevant information was received.